Event description:
It was reported by the patient that there is interference when near any wireless device. There is concern that it may be related to their pacemaker. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.